Manufacturer narrative:
Device was returned for evaluation. Visual assessment of the device showed the needle is bent dramatically on two planes. No ts or suture remain on the insertion needle but were returned for examination. The suture/t construct showed t1 and the proximal end of t2 is missing. The suture has been cinched and is missing a small section where t1 would be. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. No root cause related to the manufacture of the device can be established. Use error may have contributed to the event.

Event description:
It was reported that during meniscus suture surgery, t1 and t2 were deployed simultaneously. Both ts were removed and a backup device was available to complete surgery. No patient injuries were reported.